Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the operation test failed. There was reportedly no patient involvement. The rse remotely evaluated the device and it was determined that this was a malfunction of the capacitance, the replacement for which was ordered. The customer ordered the capacitance to resolve the issue and the device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.